Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to unknown reasons. It is unknown if the lead will return. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).